Event description:
It was reported that the patient presented for follow up with the recorded episodes of inappropriate automatic mode switch. The episodes were attributed to far r wave over-sensing exhibited by the implantable cardioverter defibrillator. No interventions were made. The patient was not symptomatic.